Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a recent infusion set and full supply change, noting unexpected insulin use and a peak glucose of 281 mg/dl without observed site leakage or alarms; the user did not use backup therapy or perform ketone testing and later reported that glucose levels stabilized, with the event cause unclear. The pt reported that they've had "highs and lows a lot with the pump". Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no lasting impairment. Investigation included troubleshooting and education with follow-up contact. Investigation of this case revealed no definitive device or component abnormality and no infusion site abnormalities recalled by the user, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.